Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg reached end of life. Surgery may be pending for this issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2020-02982 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was replaced due to aging of the device and patient still had therapy. The ipg met the expected longevity.

Event description:
Additional information received indicated the patient continues to have stimulation. The ipg met the expected longevity.